Event description:
Boston scientific received information that this patient was suspected to have a metal allergy. The physician elected wrap the device with a gore sheet. It was noted that the shock impedances appeared high out of range. All other parameters and testing appeared normal. A request was made to technical services regarding patient management. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Technical services discussed off label use thus no information was provided to manage the specific condition. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.